Event description:
The reporter stated that the catheter was placed on the pt on (B)(6) and when they wanted to remove it on (B)(6), the catheter broke of on the hub. Afterwards they could localize the catheter with a monitor (radiographic) and remove it surgical. The catheter had moved for about 10cm. No further information is available.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted.